Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a vessel dissection occurred. Vascular access was obtained via the right common femoral artery. The 90% stenosed target lesion was located in the 8mm, moderately tortuous and severely calcified right external iliac artery. For pre dilation, a 5-40/75 mustang balloon catheter crossed the target and was dilated 10 atms. A 8.0x60x75cm express ld vascular was advanced but was unable to cross the target lesion. The express sds was withdrawn. Angiograph performed, and a dissection from the distal lesion was noted. For treatment, the target lesion was pre dilated with a 5-40/75 mustang balloon catheter inflated to 20 atms, and a x8/80 non-bsc stent was implanted at the target lesion and vessel dissection. The procedure was completed with post dilation performed with a mustang 7-40/75 balloon catheter. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).